Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump reservoir has an air bubble in it. Customer also indicated that he is unable to push the reservoir into the tubing and has happened 2-3 times. Customer does not recall any significant events leading to the error. Customer's blood glucose was 133 mg/dl at the time of incident. Customer was advised to discontinue use of the device and troubleshooting would provide him with extra reservoirs.